Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned device was confirmed visually to have the distal threaded tip fractured during screw removal. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the probable root cause of this event is not determined and multifactorial.

Event description:
It was reported that the tip of the inner shaft of the driver snapped off inside the thread of the screw during the removal. The case was slightly delayed. The surgeon decided to leave the old screws and plate in the patient. The tip of the inner shaft was left in the screw.

Event description:
It was reported that the tip of the inner shaft of the driver snapped off inside the thread of the screw during the removal. The case was slightly delayed. The surgeon decided to leave the old screws and plate in the patient. The tip of the inner shaft was left in the screw.